Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The customer has no test strips available to return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a professional coaguchek xs meter serial number unknown. The result from the meter was 8.0 inr. The result was not found in the meter memory. The result from the professional coaguchek xs meter was 2.3 inr. The customer believes the results were within 4 hours of each other. The customer has a therapeutic range of 2.0-3.0 inr.